Manufacturer narrative:
(B)(6). Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd legacy plus 6500 ambulatory infusion pump was in use with a patient at their home when the pump made a continuous beeping sound. The patient was later notified this alarm was a "no disposable, clamp tubing" alarm. There were no adverse patient effects..